Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated, and the customer¿s allegation of monitor not powering on was not confirmed. Device evaluation found no image from the digital visual interface input port and was due to a faulty circuit board. The additional evaluation findings are as follows: power switch bracket found broken, one cable connector between h-board and circuit board found loose, rear cover found broken, outer screws were missing, and keypad not working due to a faulty circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported (on behalf of the customer) that the high definition liquid crystal display monitor did not power on. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.